Event description:
It was reported, that the patient presented remotely via merlin net. Upon review, it was found, that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Programming changes were made. There were no patient consequences.